Event description:
The customer reported that before the procedure, when the generator was turned on, the footswitch was pressed and a stuck error occurred. Another footswitch was used to complete the procedure. No patient injury occurred. Initial evaluation of the incident footswitch found it to self-activate when powered on.

Manufacturer narrative:
(B)(4). The incident footswitch has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.